Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "powerglide fell apart. It seems to be more of an issue when placing in more superficial vessels rather than deeper ones. Most likely due to the angle and pressure applied when advancing (leap frogging) into the vein. It causes it to split and open up like a space shuttle launching to the moon. Pieces falling off and breaking apart the further it travels. May just be operator error. No patient harm, just makes insertion difficult."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported "powerglide fell apart. It seems to be more of an issue when placing in more superficial vessels rather than deeper ones. Most likely due to the angle and pressure applied when advancing (leap frogging) into the vein. It causes it to split and open up like a space shuttle launching to the moon. Pieces falling off and breaking apart the further it travels. May just be operator error. No patient harm, just makes insertion difficult."